Event description:
It was reported that the customer experienced issues with their pump, which would not charge, leading to the pump shutting down. The customer's blood glucose level was recorded at 182 mg/dl, indicating no adverse impact. Technical support guided the customer through troubleshooting steps, including testing different adapters and cables, but the issue persisted, leading to the decision to replace the pump.